Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display assembly separated from the device housing after removal from the charger, though the pump continued to function and glucose control was not affected. Symptoms included no injury or adverse clinical effects. Outcomes included no interruption to therapy, no alarms, and continued cgm use as normal pending replacement. Investigation included customer interview, device replacement logistics, user education to sync data and properly shut down the device, and instructions for return. Investigation of this device revealed a hardware enclosure issue consistent with screen bezel separation of the display component, with normal device operation otherwise and no alert activity. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity failure of the device enclosure.